Manufacturer narrative:
UDI number (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during balloon aortic valvuloplasty (bav) prior to the attempted placement of the 26mm sapien 3 case by transfemoral approach in aortic position, the bav balloon burst. During retrieval attempt, it was not possible to get the balloon back into the esheath. It was attempted to remove esheath and balloon catheter together but the distal part of the balloon catheter separated. For two hours it was attempted to snare the distal part of the catheter without success. It was decided to implant a stent in order to ¿fix¿ the distal part of the catheter between the stent and the vessel wall. No valve was implanted and a new attempt will be done in a couple of weeks.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The balloon catheter was returned to edwards lifesciences for evaluation after being used in the procedure along with a delivery system and crimped valve. The returned balloon catheter and delivery system were visually inspected for abnormalities. There was a radial and longitudinal balloon burst. The balloon material was returned separated. The guidewire shaft returned wrinkled, separated and cut. The braiding was showing and the bav nose tip missing. No relevant functional testing could be performed due to the condition of the returned device (burst balloon; tip separation). The complaints were confirmed through visual inspection. Balloon single wall thickness was measured along the burst. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, and a thin wall could contribute to the observed burst. All measurements met specification. DHR review was performed for the components that are the most relevant to the complaint events. The review of the work orders did not reveal any issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other similar complaints relating to ¿balloon - burst¿, or ¿balloon catheter - withdrawal difficulty through sheath¿, or ¿distal tip - separated¿. A review of complaint history from november 2017 to october 2018 for the edwards transfemoral balloon catheter (all models) revealed other returned complaints for ¿balloon-burst¿ which were confirmed. However, no manufacturing non conformances were identified.   A review of complaint data for (B)(6) 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend category of ¿withdrawal difficulty¿. A review of complaint history from november 2017 to october 2018 for the edwards transfemoral balloon catheter (all models) revealed no other returned complaints for ¿distal tip - separated¿. A review of complaint data for (B)(6) 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend category of ¿separated¿. Instructions for use (IFU) for the edwards s3 transfemoral balloon catheter IFU, ce, system preparation manual, and the training manual were reviewed. No IFU/training deficiencies were identified. During manufacturing, the balloon catheter undergoes multiple 100% inspections related to the reported event. During the thv balloon final inspection, the outer diameter of the balloon is 100% dimensionally inspected by manufacturing. The balloon is 100% visually inspected by both manufacturing and quality. The length of the balloon catheter is 100% inspected/measured according to the drawing. The inflated balloon ods are 100% verified using inspection gauges. Manufacturing performs 100% final assembly inspection. Quality performs 100% final assembly inspection. Samples are taken from the lot and are visually inspected for physical defects, tested for guidewire passage, tested for torsional strength, after which the system is inspected for kinks and tested for balloon burst pressure. The lot can only be released if all samples pass pv testing. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported event. The complaints for ¿balloon burst¿, ¿balloon catheter - withdrawal difficulty-through sheath¿, and ¿distal tip - separated¿ were confirmed based on visual inspection of the returned device. However, no manufacturing non-conformities were found in the returned sample. Review of manufacturing mitigations, DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training materials revealed no deficiencies. Technical summary written by edwards lifesciences documents a review of balloon burst complaint investigations on returned devices over a three year period, with an addendum reviewing investigations over an additional one year period. Based on available evidence, it was found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. However, no patient anatomy information or procedural imagery was provided in regards to calcification or tortuosity. A definitive root cause for the balloon burst, and withdrawal difficulty through the sheath is unable to be determined at this time, as procedural imagery and patient anatomy information was not provided. It is possible that the burst balloon was retrieved in a curve in the anatomy, causing non-coaxial alignment of the balloon with the sheath during retrieval and resulting in the balloon getting caught on the tip of the sheath and creating difficulty when withdrawing. The burst profile likely contributed to difficulties as well. The excessive force applied to withdraw the balloon catheter likely contributed to the distal tip separation. It is also likely that the distal tip separation was due to procedural factors. As such, although a definitive root cause is unable to be determined at this time, available information supports that patient/procedural factors may have contributed to the complaint event. No evidence of a manufacturing non-conformance or IFU/labeling deficiency was identified. As such, an fmea assessment is not required. Since no manufacturing con-conformances were identified in the product evaluation and no labeling or IFU/training inadequacies were identified, no corrective or preventive actions were required. Since no manufacturing con-conformances were identified in the returned samples and the occurrence rates did not exceed the control limits for the respective trend categories, no product risk assessment (pra) is required at this time. The complaints were confirmed for ¿balloon burst¿, ¿balloon catheter ¿ withdrawal difficulty-through sheath¿, and ¿distal tip - separated¿, but no manufacturing nonconformities were found in the returned sample. Available information indicates that patient/procedural factors may have contributed to the event. Since no product nonconformances or IFU/training inadequacies were identified, no corrective or preventive action is required at this time.